Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.